Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis inspected the instrument and observed that the blade was dislodged between the grips. The instrument did not pass the self-test nor engage. The blade cable nor blade was bent. The instrument was reseated and the passed the self-test and no error messages were found. The instrument passed electrical continuity testing. Cautery and seal function testing were performed with no issues were found. Grip force testing was performed and all readings were above minimum requirements. The gaps between the grips were found to be within normal range. Failure analysis also observed that the snake wrist was dislodged. No pieces were missing. The instrument was placed on an in-house system but would not advance through an 8mm cannula due to the dislodged snake wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the dislodged snake wrist, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the vessel sealer instrument did not seal during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.